Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results found that the device was received in good visual condition and with a reload present. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the device cut the duodenum, a part of the deployed staples were unformed. Additional suture was performed. There were no adverse consequences for the patient.